Manufacturer narrative:
Complaint conclusion: it was reported that the 7mm x 4cm powerflex pro balloon crossed the lesion and was inflated; however it ruptured at 10 atm (ten atmospheres) during its initial dilation. There was no report of patient injury. The procedure was completed successfully. The patient¿s information is unknown. The target lesion was the common iliac artery. The rate of stenosis is unknown. The powerflex was used for ¿in stent restenosis¿. An approach was made from the brachial artery with a guidewire. The product was stored, handled, and prepped according to the IFU (instructions for use). There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. The balloon was removed easily and intact from the patient. There is no further information available. The product was not returned for analysis. A device history record (DHR) review of lot 15772672 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Procedural factors, particularly the device¿s usage within a previously deployed stent, may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt. (B)(6). Concomitant medical products: guidewire ((B)(4)).

Event description:
It was reported that the 7mm 4cm powerflex pro balloon crossed the lesion and was inflated, however it ruptured at 10 atms (atmospheres) during its initial dilation. There was no report of patient injury. The procedure was completed successfully. The patient¿s information was unknown. The target lesion was the common iliac artery. The rate of stenosis was unknown. The powerflex was used for ¿in express ld stent stenosis¿. An approach was made from the brachial artery with a terumo radifocus guidewire. The product was clinically used. The product will be returned for analysis.